Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The heart team scrub tech noticed what appears to be lint and contaminated material on the underside of the tape within the suture pack. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the lot number of the product that was used? * was the product seal on the foil still intact when the package was opened? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: can you identify the lot number of the product that was used? The product was returned- I believe the lot number is on the packaging. Was the product seal on the foil still intact when the package was opened? Yes. H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one open sample that pertained to product code sxx54. Upon initial inspection of the sample received foreign matter was observed stocked in the tape area of the top layer of msda folder. Additionally, it was observed that the cover of the tape was removed and placed again, causing the particles to be stuck in the tape. Per the sample condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.